Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image disturbances during connection of 190 series endoscopes during maintenance involving an olympus xenon light source. There was no patient involvement.